Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed a stored signal artifact monitor (sam) episode where noise was observed on the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads. It was suspected that the patient likely had electromagnetic interference (emi) from a procedure at that time. It was also noted that all impedance measurements decreased then returned to baseline, which suggested a physiologic factor. Technical services (ts) reviewed troubleshooting options and possible causes. This crt-d system remains in service. No adverse patient effects were reported.